Event description:
A customer reported that the pump's wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. The customer continued to use current pump.